Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right breast capsular contracture (baker grade IV), possible breast implant illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 375cc gel breast prostheses developed capsular contracture (baker grade IV) in her right breast. A doctor confirmed capsular contracture upon examination of the breast. In addition, it was reported that there was possible breast implant illness. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacements on (B)(6) 2019. Rupture of the right breast prosthesis was discovered post-explantation. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 08/09/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Correction: mentor neglected to report that the patient developed capsular contracture (baker grade ii) in her left breast. Manufacturer¿s reference number: (B)(4).